Event description:
The reporter stated that the user was unable to turn the stopcock for a run off; when the user forced the stopcock to turn, it sprayed him in the face when it opened. There was no reported patient injury or treatment associated with this event.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.